Event description:
The reporter contacted animas on (B)(6) 2012 reporting that there was no power to the pump. The battery was changed and the pump would not power on. The battery cap was also changed and the pump would not power on. The reporter denied trauma to the pump and confirmed there was no evidence of moisture. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was found to power on properly with vibratory and audible alarms. No damage was found to the battery compartment and the battery cap was not returned with the pump. A replace battery alarm was observed in the pump history on (B)(4) 2012. The pump history shows that an only partially charged battery was installed in the pump during the battery change. There was no damage found.